Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicated that the patient status was stable.

Event description:
It was reported that the pacemaker went into backup mode. It was suspected to be due to a software related issue. No intervention or patient status was reported.

Event description:
New information indicates that the patient was in stable condition before, during, and after the procedure.